Event description:
On (B)(6) 2022 a contact for this peritoneal dialysis (pd) patient contacted fresenius technical support. The patient experienced a drain complication during treatment on the liberty select cycler. The contact stated that fibrin and cloudy fluid could be seen. Upon follow-up it was reported that the patient was hospitalized that same date due to peritonitis. Additional information was provided by the patient¿s peritoneal dialysis registered nurse (pdrn). The patient contacted the on-call nurse on (B)(6) 2022 with complaints of abdominal pain. The patient was instructed to come into the clinic. The nurse observed the patient¿s pd catheter (not a fresenius product) to contain cloudy fluid. A manual drain was attempted; however, there were drain complications. As a result of the issue, the nurse was unable to obtain a pd fluid sample for cultures. The patient was sent to the emergency room (ER) and admitted to the hospital with a diagnosis of peritonitis. No additional information was available as the clinic has not received any hospital documents pertaining to the patient¿s peritonitis event. The patient remains hospitalized.